Event description:
Customer reported that the insulin pump alarmed motor error, unable to exit the preparing to prime loop and the drive support cap is sticking out. Customer stated that the insulin pump delivered too much insulin into her body while she was wearing it that she is eating candy to prevent for low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. No alarm noted. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.